Manufacturer narrative:
Case (B)(4) the device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the epi-sense device was not reported or able to be subsequently ascertained. There were no procedure reported device malfunctions or complications.

Event description:
It was reported that on (B)(6) 2019 a male patient underwent a convergent procedure with no reported procedure complications or device malfunctions. Patient was discharged on (B)(6) 2019 in normal sinus rhythm. On (B)(6) 2019 patient contacted the electrophysiologist's office to report a fever. On (B)(6) 2019 an echocardiogram was performed and showed a large pericardial effusion. On (B)(6) 2019 patient underwent a pericardiocentesis, where 750cc of serosanguineous fluid was drained, and discharged home.